Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the setscrew of the pulse generator was stripped and unable to be loosened. The lead was cut and the device was explanted. The patient was stable.